Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed.

Event description:
"Obturator tip has come apart inside of patients rectum and has to be removed by doctor causing great discomfort on more than one occasion and not just the lot number above."

Event description:
"Obturator tip has come apart inside of patients rectum and has to be removed by doctor causing great discomfort on more than one occasion and not just the lot number above."

Manufacturer narrative:
*Investigation: x- no sample returned. *analysis and findings: a review of the 2 year complaint history for the sani-scope disp anoscope shows 1 similar complaint. The sani-scope disp anoscope is a purchased item and not lot controlled . The product was to specification when it was dispositioned by incoming quality. The reported condition could not be confirmed as the actual sample was not returned. The complaint will be re-opened and re-evaluated if additional information or the sample becomes available. An assignable cause could not be determined as the product met all approved release specifications at the time of manufacture before they were released. Likely cause of the reported complaint condition is excessive pull force exceeding the 15lb specification. Coopersurgical will continue to monitor this complaint condition for any trends. *correction and/or corrective action: the reported condition could not be confirmed as the sample in question was not returned. No corrective action needed by coopersurgical at this time. *preventative action activity: coopersurgical will continue monitor for trends. This report is being submitted as part of a retrospective review of our reportable events, please be aware it occurred in 2018.